Event description:
It was reported that the patient underwent a posterior spinal fusion using dbm putty at levels l1-l5, for l3 burst fracture as a result of a motor vehicle accident. Nine days post-op, the patient developed a surgical site infection. Microbial cultures grew (B)(6). The patient was treated with antibiotics, irrigation and debridement of the surgical site and removal of the allograft tissue. Since then the patient has been discharged to a care facility.

Manufacturer narrative:
(B)(4). A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.